Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 2.5 mmol/l and 5.2 mmol/l; 4.5 mmol/l and 7.7 mmol/l. The comparisons were done on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).